Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 50 mg/dl. Customer¿s current blood glucose value was 314 mg/dl. The customer¿s blood glucose level was 101, 92, 80, 69, 54 and 285 mg/dl. The customer treated with food. The customer also states had air bubble in the tubing. Approximate size of air bubbles is unsure. Troubleshooting was dose for low blood glucose and over delivery. The customer states the drive support cap appears to be normal. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.